Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient experienced an adhesive malfunction event on 06-feb-2026, as the customer stated that infusion set tape not sticking at site. The patient replaced infusion sets and resumed insulin successfully. No further information is available.